Manufacturer narrative:
The device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: a review of the pump black box showed evidence of one unexplained pump reboot on the event date. A visual inspection of the pump revealed multiple cracks in the battery compartment with a section of battery compartment missing. There was no evidence of moisture contamination inside battery compartment. The battery compartment threads were observed to be damaged. The battery cap contact height and width measurements were found to be within specification. The returned battery cap was unable to fit securely, however, the pump was able to power on. The pump powered on with the returned battery cap; the pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of no power was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.